Manufacturer narrative:
Concomitant medical products: central line; syringe ,td unk. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when administrating IV push ativan or morphine through a central line a leak was noticed at the extension set and the syringe. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: central line. The customer¿s report of a leak occurring during IV push was confirmed. Visual inspection did not reveal any discernible damage or abnormalities with the set. Functional testing confirmed a fast drip leak coming from where the tubing is bonded into the base of the valve. Microscopic examination of the leak site revealed a small, jagged, v-shaped tear, approximately 1 cm in length, in the tubing. The cause of the leak was determined to be a small tear in the tubing below the base of the maxzero valve. The cause of the damage to the tubing is unknown.

Event description:
The customer reported when administrating an IV push of ativan or morphine through a central line a leak was noticed at the junction of the extension set valve and the syringe. There was no report of patient harm.